Event description:
Additional information received indicated that the patient also experienced syncope. The rv lead was capped and replaced on (B)(6) 2025. The patient remained stable.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing, resulting in pacing inhibition. The rv lead was capped and replaced. The patient was stable.